Event description:
The patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made; however, the reported problem was not resolved. Device revision surgery has been recommended.